Manufacturer narrative:
Unable to determine date of death. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient underwent left si joint fusion using rhbmp-2/acs, iliac crest bone graft, and a titanium spinal fusion cage. The bmp was placed both inside and outside the implant. The patient¿s last follow up exam was performed at 15 months, and the bone healing was assessed as ¿healed/fused.¿ 22 months post-op, the patient died. The cause of death was reported to be breast cancer, and the death was assessed by the investigator as not related to the surgery or the devices.